Event description:
It was reported that the customer having a problems getting readings from the insulin pump. The customer's blood glucose level was 400 mg/dl. The troubleshooting was performed. The customer was assisted with writing down basal rates. It explained to the customer that the insulin pump only holds so many blood glucose readings. The customer states that she will start writing them down and keep track.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.